Event description:
Customer reportedly obtained results of 306 mg/dl and 67 mg/dl on the aviva system within 10 minutes. Customer self treated with an unk method. No adverse event reported. Requested return of suspect system and replacement was sent.